Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) and implant. Blood was on the device as received. The implant was received deployed and not connected to the core wire. The hub, shaft, tip, core wire, and implant were examined. There were multiple kinks along the shaft of the wds. The implant frame was damaged and deformed and the anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The deformation and damaged implant is evidence of compression when the implant was snared for extraction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was in sinus rhythm and the la pressure was 10mmhg. A 24mm watchman ® aaa closure device was deployed in the laa. While assessing release criteria, prior to the compression measurements and the tug test, the closure device released from the core wire without turning the knob. After a few seconds in the left atrium, the device embolized to the left ventricle and then to the mitral valve. The physician used a non-bsc gooseneck snare advanced through the watchman access system to retrieve the closure device and remove it from the patient. There were no further patient complications and the patient's condition is fine. The watchman procedure will be rescheduled for a future date.

Manufacturer narrative:
Date of birth: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was in sinus rhythm and the la pressure was 10mmhg. A 24mm watchman laa closure device was deployed in the laa. While assessing release criteria, prior to the compression measurements and the tug test, the closure device released from the core wire without turning the knob. After a few seconds in the left atrium, the device embolized to the left ventricle and then to the mitral valve. The physician used a non-bsc gooseneck snare advanced through the watchman access system to retrieve the closure device and remove it from the patient. There were no further patient complications and the patient's condition is fine. The watchman procedure will be rescheduled for a future date.